Event description:
The customer reported approximately five to ten milliliters of fluid leaked on the floor and in the tray beneath the ion selective electrode (ise) flow cell involving the unicel dxc 800 synchron system. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. The customer was advised to use eye protection prior to troubleshooting. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. A definitive cause of the incident is unknown. (B)(4).